Event description:
It was reported to philips that fluoroscopy failed and the table was loose during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo pc, ipc with new bios (rohs compliant) and xmpcard, and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).